Event description:
It was reported that during an embolization treatment procedure, the microcatheter coating was peeling. An endoleak was identified in an abdominal aortic aneurysm (aaa). A .035" non bsc guide catheter was placed. In an attempt to repair the leak utilizing embolization coils. The physician advanced the renegade hi-flo fathom kit intending to reach the superior mesenteric artery (sma) extending to the inferior mesenteric artery (ima), however, the anatomy was severely tortuous and the renegade would not advance. Midway to the intended location, the physician removed the system to find it had kinked and the coating had started to peel. A non bsc microcatheter was then inserted and also met resistance. The non bsc microcatheter was removed and the procedure was completed using a stiff guide wire and the 0.35" guide catheter. No coating fragments were in the patient. There were no patient complications reported and the patient's status is ok.

Event description:
It was reported that during an embolization treatment procedure, the microcatheter coating was peeling. An endoleak was identified in an abdominal aortic aneurysm (aaa). A .035" non bsc guide catheter was placed. In an attempt to repair the leak utilizing embolization coils. The physician advanced the renegade hi-flo fathom kit intending to reach the superior mesenteric artery (sma) extending to the inferior mesenteric artery (ima), however, the anatomy was severely tortuous and the renegade would not advance. Midway to the intended location, the physician removed the system to find it had kinked and the coating had started to peel. A non bsc microcatheter was then inserted and also met resistance. The non bsc microcatheter was removed and the procedure was completed using a stiff guide wire and the 0.35" guide catheter. No coating fragments were in the patient. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed a trace of blood visible in the catheter hub. The shaft was stretched 43.6cm to 45.5cm from the proximal end. The catheter was severely kinked 13.9cm from the proximal end. Several kinks were found along the catheter shaft and several sections of the distal end were flattened. A 0.0184" mandrel was inserted through the proximal end of the catheter and out the distal end with slight resistance noted at the stretched section of the catheter. Dimensions which were able to be measured were found to be within specification. A coating confirmation test was performed and revealed the presence of coating all along the catheter shaft. Coating damage was noted all along the coated length of the catheter; however, the coating was intact and there was no peeling or missing coating on any part of the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the inner diameter of the reported guide catheter was 0.035"; however, the dfu recommends a minimum diameter of 0.042". (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).